Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and subsequent death. The definitive etiology of the myocardial infraction is unknown; therefore, causality cannot be fully established. However, the patient was not actively undergoing ccpd therapy when the events occurred. Additionally, the pdrn reported the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease (acute coronary events) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Therefore, the liberty select cycler can be disassociated from the adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was found deceased while still hooked up on the cycler. Upon follow-up, the patients primary pdrn reported the patient was found deceased in bed, while in dwell cycle # 1 on (B)(6) 2020. No treatment alarms were noted in the treatment data. However, the patients death was unexpected, and it is currently unknown if the liberty select cycler caused or contributed to the events. The patients primary and secondary causes of death are presently unknown. Additional specific information (e.g. Death certificate, esrd death notification, discharge summary, autopsy report) was requested, however the patients records were not provided. The pdrn stated the liberty select cycler is scheduled to be picked up and returned to the manufacturer. Treatment data from (B)(6) 2020 through (B)(6) 2020 was provided and reviewed. No adverse event(s) or liberty select cycler alarms were noted.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment the top cover and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 8000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification, catch-post hipot test, patient hipot test, current leakage test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump, on the inside of the rear panel, and on the baseplate under the pump and behind the front panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was found deceased while still hooked up on the cycler. Upon follow-up, the patient¿s primary pdrn reported the patient was found deceased in bed, while in dwell cycle # 1 on (B)(6) 2020. No treatment alarms were noted in the treatment data. However, the patient¿s death was unexpected, and it is currently unknown if the liberty select cycler caused or contributed to the events. The patient¿s primary and secondary causes of death are presently unknown. Additional specific information (e.g. Death certificate, esrd death notification, discharge summary, autopsy report) was requested, however the patient¿s records were not provided. The pdrn stated the liberty select cycler is scheduled to be picked up and returned to the manufacturer. Treatment data from (B)(6) 2020 was provided and reviewed. No adverse event(s) or liberty select cycler alarms were noted.